Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified), d.10, and h.6. (Patient code). The customer¿s report that the filter leak was confirmed. Functional infusion testing found a leak from the bottom air vent of the 0.2 micron filter. No other leaks were observed throughout set. Closer inspection under a lab microscope observed that the bottom air vent is missing the small circle membrane the set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A lab syringe filled with blue dye water was used to prime the set. The set leaked from the filter bottom air vent. The root cause of the leak is due to a supplier manufacturing error. A device history record for model 10013902 with lot number 19085561 was performed. The search showed that a total of 9,603 units in 1 lot number were built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that while priming the set, a leak was observed at the 0.2 micron filter. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event. A photo of the product was provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
It was reported that while priming the set, a leak was observed at the 0.2 micron filter. There was no patient involvement. A photo of the product was provided by the customer.